Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channels 1, 2, and 3 of the deice were able to be programmed while the lockout switch wa in the locked position. There were no reports of any adverse patient events and no reported delays of the critical therapies while the device was in clinical use. No additional information was provided.